Event description:
It was reported the colonovideoscope was infected. The customer reported 10 colonies forming units (cfus) pseudomonas aeruginosa there were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
New information: d8, d9, h2, h3, h4, h6. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.